Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had a partial display. Customer reported once the button was pressed, the battery icon was white and black vertical lines appeared on the screen. Customer could barely see the meter reading. Customer's blood glucose was 139 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with missing segment due to cracked zebra connector at lcd board. The insulin pump was unable to perform operating currents. The insulin pump passed error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to missing segment. The insulin pump had minor scratched lcd window and cracked reservoir tube lip.